Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the item and lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported in the journal article that a total of 213 thas were performed, with 19 hips excluded with less than 6 month follow-up, and 18 due to deaths; 5 pneumonias, 2 end stage kidney diseases, 1 lung cancer, 1 liver cirrhosis and remainder for unknown reasons. No further information has been made available at this time.

Manufacturer narrative:
(B)(4). Concomitant medical products: unknown, unknown active articulation modular head, unknown; unknown, unknown active articulating bearing, unknown; unknown, unknown active articulation cup, unknown. Report source, literature: hwang, j. Et al (2017). Dislocations after use of dual-mobility cups in cementless primary total hip arthroplasty: prospective multicentre series. International orthopaedics, 42(4), 761-767. Doi: 10.1007/(B)(4). Report source, foreign - the event occurred in (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2018 - 02758, 0001825034 - 2018 - 02759, 0001825034 - 2018 - 02760. [Hwang et al 2017.pdf]. Product location unknown.

Event description:
It was reported in a journal article that eighteen patient died due to unknown reasons. Attempts have been made and additional information on the reported event is unavailable.